Manufacturer narrative:
Updated: h2, h3 and h6. The device was returned to olympus for inspection and the reported event was not confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope has a loose biopsy channel. There were no reports of patient harm reported.